Manufacturer narrative:
During further evaluation, it was observed that the device failed the following pre-tests: check saw blade coupling, check oscillation frequency and check the performance. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the lock knob was loose and one of the pins of the saw shaft was broken. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to faulty material. This issue was escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device evaluation: it was determined that the device needed further evaluation, during the pre-repair diagnostics assessment, it was determined that the oscillation head complete drive system and the lock for saw handpiece were working however visible wear was found and the lock ring that connected to the oscillating head base and was loose. It was further determined that the lock ring and the oscillation head base had small adhesive residues of loctite and soiling residues on the thread, the lock ring could rotate on the oscillating head base and there was no indication of damage (even outside)/ thread breakage. The breakaway strength for a glue screw connection is influenced by the following factors: thread cleanliness, adhesive application and cure step. Moreover, the lack of automation of the gluing process can lead to failures by the user. The investigator stated that it is very likely that the thread was contaminated during the pre-assembly of the oscillation head because the pre-assembly process involves the handling with lubricated parts (eg. Bushing) or other production substances that can be in contact with the thread. If the thread is not cleaned properly, the bonding process will be compromised and the gluing site on the screw connection does not have the required strength. The adhesive is applied directly from the glue container to the thread of the oscillating head base. The curing takes place at a plateau temperature of 110 - 136 degrees over 50-70 min. During this time, adhesive connection must not be loaded. If the connection is loaded without the adhesive cured, the possible final strength cannot be reached. The investigation excluded the design/ construction issues as possible root cause. The tension screw issue has been escalated to CAPA. Since the investigation is still in-progress, the assignable root cause could not be determined at this time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: after further evaluation, it determined that the reason for the loose locking knob was due to a lack of cleanliness of the threads before glueing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the battery oscillator device would not retain the cutter devices. It was unknown if there were any delays to the surgical procedure or if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: further evaluation revealed new root causes. It was determined that the root cause for one of the pins of the saw shaft being broken was due to design/construction issue. The root cause for the locking knob being loose could not be determined at this time; therefore, it has been escalated to CAPA. However, it was determined that there was a possibility that the root cause could be related to manufacturing issues. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
It was reported in the initial medwatch that it was unknown if there was a delay to the surgical procedure. It was later reported that there were no delays to the surgical procedure. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.